Event description:
It was reported that the right ventricular (rv) lead had dislodged post implant. It was noted that x-rays were taken and several tests were done via programmer. The lead was revised later that night and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).